Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level ranging from 220 mg/dl to 454 mg/dl. The customer experienced different blood glucose level 264 mg/dl, 200 mg/dl and 400 mg/dl the customer did experienced symptoms due to high blood glucose such as headache. The customer treated high blood glucose with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. High pressure test was pass. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.